Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: "complaint alleges that the bags have dimples in them, restricting the bag response time. Making it difficult to resuscitate pts. Complaint states that the bags were received with dimples to varying degrees." No pt injury reported.